Event description:
A caller reported experiencing an error with their continuous glucose monitoring (cgm) system, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset and walked the caller through the process. After the reset, the error no longer appeared, and the caller was advised to wait 20 minutes before beginning a new sensor session, which they understood and acknowledged.